Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was unknown at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Troubleshooting was not completed because the customer did not have a new battery for testing. The customer also reported a low battery alert on the insulin pump. Customer stated the battery did not last for more than one week on the insulin pump. Customer declined to return the product for analysis.